Event description:
The complaint was reported as: the customer alleges while the pt was on the ventilator, the straight connector which was connected to the inspiratory limb became loose and disconnected. The pt coded and CPR had to be administered. Pt had a seizure and hypoxic event during the ordeal. The respiratory therapist coordinator confirms that the hospital uses a straight connector with the inspiratory connection although the IFU instructs the use of an elbow connector with the inspiratory connection. It's reported that the pt recovered.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and mfg procedure of catalog number 1613 were reviewed and no findings related to the reported issue were found. A DHR (device history record) review could not be conducted since the lot number was not provided. This customer complaint can not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. Per the complaint description this issue is most likely a result of not properly following instructions per IFU provided: "respiratory therapist coordinator; (B)(6), confirms that the hospital uses a straight connector with the inspiratory connection although the IFU instructs use of an elbow connector with the inspiratory connection.